Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on a laparoscopic procedure, the stapler was able to fire but the tissue could not be closed. They noted there was poor staple formation. There was also an incomplete staple line. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.